Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the technician found that the device was continuously blowing a fuse. There was no pt involvement in the reported malfunction.